Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing neuropathic symptoms in limbs, hip pain, groin pain, pubic area pain, buttock pain, lower back pain, joint paint, joint stiffness, painful intercourse, urinary tract infections, increases stress urinary incontinence and urge incontinence. The device was removed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.